Event description:
Spiked chemotherapy (in a bottle), went to hang the spiked bottle on the IV pole and the spike came out of the bottle. No chemotherapy was spilled or came in contact with pt. Respiked bottle without difficulty.